Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the extract transform load (etl) process had been delayed, resulting in report data not being current. A technical support specialist (tss) accessed the care fusion coordination engine (cce) server and connected to the application server via rdp. Upon review in sql server management studio (ssms), the etl job was found to be stopped. The dbo log table was examined in accordance with knowledge article "esr 1.19.4 and 1.20.x dbo.sysssislog table bloated". The etl jobs were restarted, confirmed to be running successfully on a 5-minute cycle and the case was closed after verifying that the issue had been fully resolved. The system functioned as intended after the technical support specialist troubleshot the issue with the device.

Event description:
It was reported that when using the bd pyxis¿ es server etl process delayed and report data not current. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.